Event description:
It was reported that this pacemaker system exhibited oversensing of noise on the right ventricular (rv) lead channel. A revision procedure was performed where the rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system exhibited oversensing of noise on the right ventricular (rv) lead channel. A revision procedure was performed where the rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. This pacemaker remains in service. According to additional information, this pacemaker was explanted during the revision procedure. A new pacemaker was successfully placed. No additional adverse patient effects were reported.